Manufacturer narrative:
Product analysis revealed the balloon was torn longitudinally. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification, a longitudinal tear was found in the balloon wall located on the distal end of the balloon and extending proximally approximately 15 millimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4)/2009. It was reported that during a percutaneous coronary angioplasty (pci) procedure, a balloon catheter kink was observed. The 3.0 x 20mm quantum maverick mr balloon catheter was noted to be kinked upon removal from the package; therefore, the device was not used. The procedure was successfully completed with another of the same device. No complications were reported. Returned product analysis revealed a balloon tear.